Event description:
It was reported that in the an, the md could not inflate the balloon properly. The balloon inflated, but went flat shortly after. As a result, a new kit was opened and used without issue. There was a delay however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.